Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Functional testing, electrical testing, and a visual inspection were performed and no issues were noted. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a caregiver felt electricity in the patients body while using the homechoice device. There was no patient injury or medical intervention associated with this event. No additional information is available.